Event description:
It was reported that approx three weeks after a 3 level balloon kyphoplasty procedure, a pt was hospitalized and treated for a pulmonary embolism. The pt underwent surgery to remove a 5-6 cm. Bolus of cement from a pulmonary artery. It was reported that the pt was recovering.

Manufacturer narrative:
Device not returned, follow up conversation with company rep and reporting physician. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.